Event description:
It was reported that the pump had a no disposable alarm and air bubbles were detected in the cassette. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. Two (2) product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found 1 of the 2 samples do not contain the clamp and both samples do not contain the white cap. Functional testing performed based on the no disposable alarm investigation and no delivery issues detected. Per root cause conduct through an internal CAPA (opened on 09/sep/2021 for no disposable alarm issue and currently is in solution confirmation and implementation plan phase), the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicate, complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022: patient information (initials, date of birth, age at time of incident and sex). Lot no. Unknown, exp. Date: 03-08-2022.